Event description:
Reported via patient call center. It was reported that device leak occurred. A concomitant left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient returned for the 45-day follow up and imaging showed that not enough healing had occurred. The patient stated that they had the implant procedure a year ago and remain on eliquis medication due to incomplete healing and persistent leakage. The patient has since had many computed tomography (CT) scans but was not sure if there has been any improvement in healing. The patient recently had a CT scan but has not yet heard back from the implanter on the results or plan of treatment. The physician mentioned possible coiling or open-heart surgery and that the patient could have their mitral valve repaired as well. No further information was provided at the time of this report.

Manufacturer narrative:
B3: event date - estimated as 45 days post implant.